Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/26/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rcmbxz and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: visual analysis of the returned product revealed that one empty foil packet, a labeled winding former and a needle/ suture piece product code pdp513 was received for evaluation. Upon visual inspection of the returned sample, the swage and attachment area were noted to be as expected and the suture was damages at the surface, in addition the end were observed cutted. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. The product code pdp513 contains absorbable suture, as the sample was received open, the time of exposed to the environment could not be determined and functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the lot number? Rcmbxz. The following information was requested, but unavailable: what was the name of the procedure? No further information is available. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/ solid/ parenteral, strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture broke 3 cm from the needle. No adverse patient consequences were reported. Additional information was requested.